Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the significantly calcified left common femoral artery using a proglide device after a percutaneous coronary interventional procedure. Reportedly, when attempting to return the lever to its original position, step 4, resistance was felt. The lever snapped and the foot would not collapse. The device was unable to be removed and the patient was sent to surgery. The vessel was incised and the puncture site enlarged in order to remove the device. During surgery, it was noted that something within lever was disconnected as the foot was not retracting. The foot was also noted to be stuck in the tissue tract. No vessel damage was noted. The device came out as a whole, no guide or foot separation occurred. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.